Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) was notified about noise on the right ventricular (rv) lead. The physician brought the patient into the clinic after noticing the noise on their latitude report, and they were able to recreate the noise with isometrics. A drop in pace impedance and sensing was also noted for back in late august. There were no patient symptoms. Later, on november 16, the patient underwent a replacement procedure and the rv lead was surgically abandoned due to noise, oversensing, pacing inhibition and muscle stimulation. A new rv lead was successfully implanted. No additional adverse patient effects were reported.